Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During use for a cardiopulmonary bypass procedure, the roller pump stopped and the display was not on. The perfusionist had to hand-crank for a few seconds. The pump had to be shut down and powered back up in order to resume normal operation. There were no adverse consequences to the patient as a result of this event.